Event description:
Echelon 3000 60 long with blue load closed stapler on stomach during laparoscopic gastric bypass. Safety off, pulled trigger to fire and slight sound and stapler did not fire. Pulled trigger many times and nothing happened. Able to open and remove from patient. No staples left in patient, no injury to patient. This stapler fired 4x successfully prior to this. Opened another device to complete procedure.